Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
Per the hcp (healthcare professional), the pump was implanted because the patient had pain associated with a motorcycle accident. The patient was having issues with the pump and had a lot of pain. The pain medication (dilaudid) was recently removed from the pump and it was filled with saline as they put the patient on methadone. The pump pocket site was in the patient's abdomen. The pump was pressing against his abdomen causing more pressure and pain. This had been going on for roughly a year. It was increasingly getting more painful. The pump was sticking out a little more on one side and the reporter thought that the patient might have swelling at the pump pocket. Per the reporter, the patient was "done with the pump and it's bothering him more than it's worth". It was noted that the patient recently had a bad gall bladder and gall bladder surgery which were not related to the drug infusion system. The doctor that performed the surgery was considering helping the patient with the removal of the pump and wanted to know what all was involved with removing the pump. The interventions and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis of the pump, model# 8637-20, serial# (B)(4), found no anomaly.

Event description:
Additional information received from the consumer via a manufacturer representative indicated the pump was explanted due to pain experienced at the pump site since a motor vehicle accident. The drug was changed to saline two months prior. The catheter was tied off and still intact. The issue was thought to be resolved with explant. The patient's status at the time of the event was stated to be alive with no injury.